Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed because the part and lot numbers were not reported and the product was not returned for analysis. Based on the case information, a conclusive cause for the reported difficulties could not be determined. The occlusion, surgical procedure and additional hospitalization were related to case circumstances as the patient was reportedly sent for surgical aortic valve replacement. The reported patient effect of occlusion is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The case discussed in this article of a 78 year old patient presented with shortness of breath and chest pain. The procedure preformed was to treat the left main artery that was 78% stenosed. A 4.0x15mm xience alpine stent delivery system was implanted. Additionally, at the time of stenting, the aortic valve stenosis was observed. The patient underwent surgical aortic valve replacement; during the procedure it was noted that the stent was deformed covering nearly 25% of the coronary ostium. Therefore, the injection of cardioplegia directly into the ostium could not be possible and cardioplegia was inserted via coronary sinus. There was no adverse patient sequela and the patient was discharged home 10 days after surgery in good condition. Details are listed in the attached article, titled "article intraoperative visualization of a deformed left main stent during surgical aortic valve replacement". No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event- (B)(6) 2017. Estimated date of implant- (B)(6) 2017. Literature attachment: article title "intraoperative visualization of a deformed left main stent during surgical aortic valve replacement."